Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. The cause of the reported issue was isolated to the reed switch sw5.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.